Event description:
It was reported that the patient's stimulator had become "positional" with the stimulation about a year ago and therefore, stopped using it (and recharging it). The device was overdischarged. Additional information received reported that there was no specific event that could have caused the positional stimulation.

Manufacturer narrative:
(B) (4)